Manufacturer narrative:
(B)(6). A philips field service engineer (fse) evaluated the device it is verified that it measures spo2 correctly after the sensor was replaced by the biomed. The device was operational after the parts were replaced and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating the device measures spo2 saturation incorrectly with the rubber thimble and the sensor was replaced. It is unknown if the device was in use at time of event, and there was no adverse event reported.